Event description:
It was reported that an artificial urinary sphincter (aus) was explanted due to a fluid loss that led to incontinence. A new device has been placed and no other patient complications were reported.